Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another cochlear implant.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as, damage to the epoxy header and braze. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. The device passed some of the electrical test performed. The device passed the tests performed. This older device configuration is not currently manufactured this is the final report.